Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 320-42-00 - hum-inlay ø 42 mm, 0 mm. (B)(6) 320-01-42 - glnsphre 42 mm. (B)(6) 320-20-46 - kompr-schr,verschl-kap ø 4,5 mm, l 46 mm. (B)(6) 320-15-05 - glnsphrn-schraube. (B)(6) 531-20-00 - gps bohrerset schulter. (B)(6) 320-10-00 - hum-adptpl 0 mm. (B)(6) 300-01-15 - hum-schft,press-fit ø 15 mm, l 120 mm. (B)(6) 531-78-20 - gps schraubenset schulter. (B)(6) 320-20-00 - drehm-sch,rev. (B)(6) 320-20-42 - kompr-schr,verschl-kap ø 4,5 mm, l 42 mm.

Event description:
It was reported that this 69 y/o male patient was revised approximately 2 years 5 months post op. The revision was due to fracture of the anchoring pin of the glenoid plate.

Manufacturer narrative:
Correction: please disregard initial report: additional information received indicates that the patient fell and landed on outstretched arms, leading to the pain and revision. This event has been determined to be a non-complaint.